Manufacturer narrative:
Unit passed the displacement test and self -test. Unit was successfully downloaded using thump for history files and traces. No alerts/anomalies/alarms noted during testing. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Pump error 23 was found in the history files on 10/21/2025 at 08:04:11.000. Pump error 15 alarm was found in the history files on 10/21/2025 at 08:04:09.000 and at 08:14:00.000 (file number: 26; line number:1479 ). Pump was cut open to perform visual inspection and found no evidence of moisture or physical damage on the electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and cracked belt clip rails. Pump error 15 was confirmed due to software error. Pump error 23 and no communication-between pump & mobile app were not confirmed. Unit communicated properly and was successfully downloaded. No moisture or physical damage was noted on electronic assembly, isolate issue to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23(post-reset ram crc alarm), pump error 15(the critical block and inverse critical block did not add to zero), and pair issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue had been resolved, provider was already able to upload the pump. The customer was able to clear the alarm. The customer was able to complete the pump rewind, and the insulin pump passed a self test. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.